Manufacturer narrative:
Ref: (B)(4). This report is being submitted late, due to an internal retrospective review. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to a rare instances when a combination of the following occurs. First, the implant not fully seated in the femoral socket. Second, the patient have very hard bone. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the aperfix implant had slipped 2-3mm into the joint after placement and that the implant was never deployed; resulted in revision surgery.